Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("the majority of things I react to are foods or chemicals based on foods that are high in nickel."), anaphylactic reaction ("I had no anaphylaxis before essure"), sjogren's syndrome ("sjogrens") and lyme disease ("lyme") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant) and multiple allergies ("gazillion severe allergies"). The patient was treated with surgery (removed essure a year ago). Essure was removed. At the time of the report, the allergy to metals, anaphylactic reaction, sjogren's syndrome, lyme disease and multiple allergies outcome was unknown. The reporter considered allergy to metals, anaphylactic reaction, lyme disease, multiple allergies and sjogren's syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("the majority of things I react to are foods or chemicals based on foods that are high in nickel."), anaphylactic reaction ("I had no anaphylaxis before essure"), sjogren's syndrome ("sjogrens") and lyme disease ("lyme") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic reaction (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant) and multiple allergies ("gazillion severe allergies"). The patient was treated with surgery (removed essure a year ago). Essure was removed. At the time of the report, the allergy to metals, anaphylactic reaction, sjogren's syndrome, lyme disease and multiple allergies outcome was unknown. The reporter considered allergy to metals, anaphylactic reaction, lyme disease, multiple allergies and sjogren's syndrome to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.